Manufacturer narrative:
Supplemental report 5/16/2020: device evaluation of monitor sn: (B)(6) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There's no indication that the open resistor caused or contributed to the patient's passing. Device evaluation of belt sn: (B)(6) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn: (B)(6) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. H4. Device manufacturer date. Monitor: 06/03/2015. Electrode belt: 02/23/2016.

Event description:
Supplement report number 2 06/12/2020. After the last lifevest shock, the patient was in an idioventricular rhythm from 70 bpm to 90 bpm with motion artifact. CPR appears at 01:57:39. The patient received a first non-lifevest defibrillation at 20:59:01. The patient's rhythm at time of treatment was an idioventricular rhythm at 90 bpm, and the post shock rhythm was an idioventricular rhythm at 90 bpm. The patient received a second non-lifevest defibrillation at 21:01:13. The patient's rhythm at time of treatment was vt at 100 bpm, and the post shock rhythm was vt at 100 bpm. The patient received a third non-lifevest defibrillation at 21:04:30. The patient's rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. The patient received a fourth non-lifevest defibrillation at 21:06:41. The patient's rhythm at time of treatment was vf with CPR/motion artifact, and the post shock rhythm vt at 100 bpm with CPR/motion artifact that degrades to vf. The patient received a fifth, sixth, and seventh non-lifevest defibrillation at 21:08:39, 21:09:54, and 21:11:55. The patient's rhythm at time of treatment was vf. Post shock rhythm was an idioventricular rhythm at 90 bpm that degrades to vf with CPR/motion artifact. The vf self-converted to a slower rhythm prior to the eighth shock. The patient received eight through thirteen non-lifevest defibrillations at 21:14:13, 21:15:39, 21:17:24, 21:19:16, and 21:21:33. The patient's rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. The lifevest was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. Each external defibrillation shock was delivered while the patient was in a vf arrhythmia for less than 30 seconds. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was wearing the lifevest prior to passing.   It was also reported that the patient experienced a treatment event of 3 shocks. The patient received a treatment when the patient was in ventricular fibrillation (vf) with CPR/motion artifact at 20:52:36 on (B)(6) 2020. The post shock rhythm was idioventricular rhythm from 40 bpm to 90 bpm with CPR/motion artifact. The patient experienced treatments 2 and 3 at 20:54:49 and 20:55:42 when the patient was in vf. The post shock rhythms for both events were vf. The lifevest delivered treatments 2 and 3 but the treatments were unable to convert the arrhythmia.  A non-treatable rhythm was declared at 20:59:18 and the electrode belt was disconnected at 21:49:15 on (B)(6) 2020. The patient passed on (B)(6) 2020.

Manufacturer narrative:
Supplemental report 5/16/2020: device evaluation of monitor sn (B)(6) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There's no indication that the open resistor caused or contributed to the patient's passing. Device evaluation of belt sn (B)(6) has been completed.  The reported problem was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn (B)(6) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. H4. Device manufacturer date. Monitor: 06/03/2015. Electrode belt: 02/23/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was wearing the lifevest prior to passing.   It was also reported that the patient experienced a treatment event of 3 shocks. The patient received a treatment when the patient was in ventricular fibrillation (vf) with CPR/motion artifact at 20:52:36 on (B)(6) 2020. The post shock rhythm was idioventricular rhythm from 40 bpm to 90 bpm with CPR/motion artifact. The patient experienced treatments 2 and 3 at 20:54:49 and 20:55:42 when the patient was in vf. The post shock rhythms for both events were vf. The lifevest delivered treatments 2 and 3 but the treatments were unable to convert the arrhythmia.  A non-treatable rhythm was declared at 20:59:18 and the electrode belt was disconnected at 21:49:15 on (B)(6) 2020. The patient passed on (B)(6) 2020.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacturer date: monitor: 06/03/2015. Electrode belt: 02/23/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was wearing the lifevest prior to passing.   It was also reported that the patient experienced a treatment event of 3 shocks. The patient received a treatment when the patient was in ventricular fibrillation (vf) with CPR/motion artifact at 20:52:36 on (B)(6) 2020. The post shock rhythm was idioventricular rhythm from 40 bpm to 90 bpm with CPR/motion artifact. The patient experienced treatments 2 and 3 at 20:54:49 and 20:55:42 when the patient was in vf. The post shock rhythms for both events were vf. The lifevest delivered treatments 2 and 3 but the treatments were unable to convert the arrhythmia.  A non-treatable rhythm was declared at 20:59:18 and the electrode belt was disconnected at 21:49:15 on (B)(6) 2020. The patient passed on (B)(6) 2020.